Event description:
It was reported that the patient's generator was replaced due to battery depletion. It was reported that the explant facility sent the explanted generator to pathology and the generator was discarded. Therefore product return is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that a vns patient can no longer feel magnet stimulation and is experiencing increased seizures. Additional relevant information has not been received to-date.